Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The complaint sample was not returned to (B)(4) for evaluation and the reported event cannot be confirmed. A process review was completed and no discrepancies were found. The initial investigation completed by the distributor (smith & nephew), attributed the cause of the malfunction to be fatigue loading of the weld joint and breakage. No further investigation is required. Complaint investigation provided by smith & nephew. Foreign - (B)(6). Device not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure the impactor broke while the surgeon was impacting the shell. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
(B)(4) medical is not the legal manufacturer of the device involved in this incident.